Event description:
Poly core was replaced.

Manufacturer narrative:
Poly core returned for eval. Evaluation confirmed wear which is normal for 11 years of use. Review of mfg records showed no anomalies.